Event description:
The patient, described as having had severe brain damage and structural deficits, had positive test results regarding continuous infusion of baclofen with positive effect. It was noted that there were no side effects or adverse events. The patient and their family accepted an implantation of intrathecal baclofen system. One day after the implant procedure, the patient felt well and was doing "ok". The second day the patient started to develop fever, and from that day "he just deteriorated and eventually died three weeks after implant". The patient was sent to forensic examination, which concluded that the pump did not cause the patient's death. The pump was indicated as having administered the expected amount of baclofen, of which "was tested from a sample of the cerebrospinal fluid (csf)". The case was noted as being closed from the forensic point of view. The patient's pediatrician wanted to have the pump examined "for the sake of good order" to assure that it delivered the programmed amount of baclofen. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed no significant anomaly. Dried drug, blood, or foreign material occlusion of the catheter body was indicated.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.